Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2321372 d.4. Medical device expiration date: 2024-03-31 h.4. Device manufacture date: 2022-11-17 d.4. Medical device lot #: 3016625 d.4. Medical device expiration date: 2024-05-31 h.4. Device manufacture date: 2023-01-16 h.6. Investigation summary: "material #: 367856 lot/batch #: 2321372, 3016625 bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples of each lot from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported that before use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in tube; biological and nonbiological. The following was reported by the initial reporter: the black dot orginally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use.